Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00070: case 1, 3025141-2019-00071: case 2, 3025141-2019-00072: case 3, 3025141-2019-00074: case 5, 3025141-2019-00075: case 6, 3025141-2019-00076: case 7, 3025141-2019-00077: case 8.

Event description:
Following implantation of an acutrak screw, the patient experienced non union of the fracture with no causal or related events. Revision surgery was not performed as the patient was asymptomatic. Case 4. From: article: metacarpophalangeal and interphalangeal joint arthrodesis: a comparative study between tension band and compression screw fixation. Breyer, j.m.;vergara, l.; parra, l.; sotelo, p.;bifani, a.; and andrade, f. J hand surg eur vol. 2014:1-5.